Event description:
It was reported that at a device check, suspected occasional premature ventricular contractions (pvc) were noted along with suspected occasional undersensing on the implantable cardiac monitor (icm). The icm remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.